Event description:
Spontaneous communication, patient reported her f1200 tubing leaks "during infusion. Patient stated that she had used f900 in past and never leaked. No missed dose or adverse event reported. Unknown if tubing is available for return; unknown if prescriber aware; unknown lot. No further information provided. Tubing used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.